Event description:
Provider states the forks are bending, enduser is tipping at the front edge of seat pan and the enduser is almost at the weight capacity and the seat pan is at the depth limit and the seat pan cannot be adjusted. No property damage or injury alleged. No further information provided.